Event description:
Information received indicates the head of the bed is drifting down 5 degrees every 15 minutes after setting the head section at a 40 degree elevation.

Manufacturer narrative:
The technician has replaced the head down valve to test. Repairs have not been completed.